Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer stated that the insulin pump was not working. The customer's blood glucose was 653 mg/dl at the time of incident. The customer's blood glucose was 252 mg/dl at the time of call. The customer stated that they were vomiting and felt weak. The customer stated that they were given IV drip and fluids to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.